Event description:
It was reported that during a gastric bypass procedure, when using the third charge, the stapler stapled but did not cut. In the use of the two first loads, the stapler works properly. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Damaged shrouds, damaged firing trigger teeth, damaged trigger post. The analysis results found that the ats45 device was received with the firing mechanism damaged and the handle shrouds slightly separated. No cartridge reload was present. Additionally the knife and wedges were exposed making the device non functional. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the firing trigger post were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.